Manufacturer narrative:
Concomitant medical products: product ID: bi71000176, serial/lot #: rev. 3 : s/n (B)(4), ubd: unknown, UDI#: unknown. Product ID: bi71000861, serial/lot #: rev. 1 : s/n (B)(4), ubd: unknown, UDI#: unknown. A medtronnownic representative went to the site to test the equipment. Testing revealed that the power enclosure, power tray and j8 cable were replaced. The imaging system then passed the system checkout and was found to be fully functional. The power conversion enclosure was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed with the returned power conversion enclosure; it was found that two transistors were shorted. Analysis found that the reported event was related to an electrical issue. The power tray was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed with the returned power tray. No failure was found with it while under testing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the image acquisition system(ias) will try to power itself on while the umbilical was unplugged. There was no patient involvement.